Event description:
A malfunction alarm, identified by code malf 12, was reported, but there was no adverse impact to the customer's blood glucose level. The technical support team assisted the customer with resetting the pump, which successfully resolved the issue, as the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if any issues reappeared.